Event description:
Pt seen in emergency department with bradycardia in the 30's and 40's pulse. Transcutaneous pacer applied and adjusted to 60ma, it self adjusted to 140ma. Cardiology at bedside and turned off and on defibrillator/monitor/pacer. Again when set to 60ma, the pacer adjusted itself to 140ma. Pt had complaints of severe pain. Diagnosis or reason for use: bradycardia, new bundle branch block.